Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right atrial (ra) lead pacing failure was noted during a follow up. Higher outputs were sent for pacing on the ra lead but loss of capture was noted. An x-ray showed that the lead dislodged. A revision procedure was performed and since non adequate position was found a new lead was used. This lead will not be returned. No adverse patient effects were reported.